Event description:
It was reported that the patient was experiencing inadequate stimulation. Reprogramming attempts were made but failed to provide pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).